Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00804, 3008829311-2017-00805 & 3008829311-2017-00806. It was reported the patient fell and hit her back area and since the patient has not felt any pain relief from the drg system. A company representative met with the patient and reprogramed the patient's drg system but effective stimulation therapy could not be achieved to the patient's pain pattern. Surgical intervention may be taken to address the issue.

Event description:
Device 4 of 4 : reference MFR report: 3008829311-2017-00804, 3008829311-2017-00805 & 3008829311-2017-00806. Follow up information received identified the patient underwent surgical intervention and had her drg leads replaced. Effective stimulation therapy was reportedly restored postoperatively.